Manufacturer narrative:
Concomitant product(s): vedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due fracture, low impedance and noise. No patient complications have been reported as a result of this event.